Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified a rupture bladder in a non-footing position. Microscopic examination identified markings on the exterior surface of the bladder near the rupture line. The evaluation confirmed the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an infusor ruptured during filling of the device with an unknown drug using a syringe. There was no patient involvement. No additional information is available.